Manufacturer narrative:
Additional information: investigation. The additional information that was received doesn¿t change the previously completed investigation. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information provided at this time.

Manufacturer narrative:
Correction(s): (B)(4). Investigation- it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating 'tilt, vc and organ perforation, stress, anxiety, swelling and tingling in legs and left knee, numbness of hands/ft, dvt'. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. Unknown if the reported stress, anxiety, numbness, swelling and tingling in legs, dvt is directly related to the filter and unable to identify corresponding failure mode(s) at this time. Product is manufactured and inspected according to manufacturing instructions and quality control. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Event description:
This additional information received on 11/27/2017 as follows: patient received an implant on (B)(6) 2007 via the right common femoral vein due to a motor vehicle accident. Patient is alleging tilt, vena cava perforation, organ perforation. Patient further alleges stress, anxiety, tingling in lower legs, numbness in hands and feet, swelling in legs and left knee, back, knee and hip pain and post implant dvt due to the device.

Event description:
No additional information provided at this time.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, or unavailable. This additional information was received on 27nov2017 as follows: "the filter was released on 13sep2007 at the l2-3 border below the level of the renal veins. Patient tolerated the procedure well." Medications: xanax for anxiety (2012 - present); adderall for adhd (2012 - present; lovenox for blood thinner (2007). Other relevant history: asthma (pre 2007 - present); attention deficit hyperactivity disorder/ adhd (2012 - present); depression and anxiety (2012). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information received on 11/27/2017 as follows: patient received an implant on (B)(6) 2007 via the right common femoral vein due to a motor vehicle accident. Patient is alleging tilt, vena cava perforation, organ perforation, stress, anxiety, swelling in legs and left knee, numbness in hands and feet, back, knee and hip pain and post implant dvt due to the device.

Manufacturer narrative:
The event is currently under investigation. A supplemental report will be submitted upon completion.

Event description:
It is alleged that the plaintiff received a gunther filter on (B)(6) 2007. It is alleged that the plaintiff was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
Investigation: it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.